Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation, the most likely root cause is that the embedded fm coloration is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production.¿

Event description:
It was reported that while using the bd vacutainer® edta 2k, there was foreign matter embedded in the tube.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.